Event description:
During baxter's evaluation of a spectrum pump, it displayed the closed door message. There was no involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the symptom (close door message), which was confirmed through the history log but not reproduced. The messages were found to be caused by a loose upper link screws. The screws were replaced to correct this condition.